Event description:
Customer reported device = 150 mg/dl at 10:37 am and 343 mg/dl at 10:39 am. Lab = 220 fifteen minutes later. No treatment was received. Controls were in range. A request was made for return product and replacement product was sent.